Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the patient has been experiencing elevated blood glucose (bg), up to 525 mg/dl on (B)(6) 2012. She stated that there were no signs or symptoms of hyperglycemia, and alleged that air bubbles in the cartridge caused or contributed to the patient's elevated bgs. The reporter noted that the patient's elevated bgs were treated with insulin pens. The reporter stated that the cartridges are filled using insulin pens. The reporter confirmed that the cartridge fill technique is correct, that the insulin is at room temperature, and that the cartridges are allowed to sit after filling and are de-bubbled prior to loading into the pump. The reporter stated that within 12 hours of loading a cartridge, there are air bubbles in the cartridge and the tubing. There was no indication of a cartridge leak. This complaint is being reported because the patient allegedly experienced hyperglycemia due to air bubbles in the cartridge.

Manufacturer narrative:
The cartridges were returned to animas. There were no damages or defects observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures observed. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no issues observed. The complaint could not be confirmed or duplicated.